Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their unit doesn't work anymore and hasn't for a while. Patient stated they went to the hospital on (B)(6) and when they came back, they couldn't get the implant to charge. Patient reported that they need an MRI and do not know how to go about that with their unit not working. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered back on. Patient inserted the battery pack and confirmed green light was flashing above the screen; patient stated that the memory problem data has been lost message popped up on the controller. Patient unlocked the controller and saw no device found; shortly after patient went to unplug from the ac power supply cord and got the message battery low cannot continue recharge the controller. Agent noted that the controller has to charge before any further troubleshooting can happen; agent reviewed controller charge time can take up to 3 hours. Agent offered to call patient back when controller is fully charged to continue troubleshooting; patient accepted. When asked for an event date; patient mentioned that they were in the hospital on (B)(6) for a week for surgery and when they returned home they could not get the implant to charge. When asked for a managing hcp; patient noted they have not seen a doctor for 2 years. Agent will call patient back to further troubleshoot. Agent made an outbound call to finish troubleshooting with the patient. Agent verified that the controller was fully charged and patient confirmed. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Agent walked the patient through starting a charge session; patient mentioned they got the reposition message. Patient tried again and got no device found, patient repositioned and tried again and got no device found again; agent had the patient enter passive recharge mode. During passive recharge mode the number values were 86, 86/87, 87. Patient noted that they were recharging excellent and the controller was at 100% and the implant was recharging. Patient asked how long the implant takes to fully charge; agent reviewed information. Agent reviewed MRI guidelines and information with patient. Patient asked if they had to put any other equipment into MRI mode; agent reviewed entering MRI mode with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.